Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, (diopter unknown) implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to low vault and lens opacity (asco). As of the date of MDR reporting the lens has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the lens was returned in a specimen cup. Visual inspection of the returned product found one haptic torn. There was evidence of clear residue. (B)(4).